Event description:
It was reported to medtronic minimed that the customer reported issues with pairing pump to mobile application. Customer reported the issue was reoccurring. The customer reported no adverse event. The event involved product(s) mmt-6101. Troubleshooting was performed and it was unable to resolve with existing troubleshooting or labeled instructions, issue escalated. No harm requiring medical intervention was reported. No product return is required for mmt-6101.

Manufacturer narrative:
Multiple attempts were made to reproduce the reported event using different setups with cross device services enabled. One of the attempts utilized the minimed mobile app (software version 2.8.0) installed on samsung galaxy s22 (android 14) with a 780g mmt-1885 pump (software ver. 6.7v.3). This attempt was successful in reproducing the event. Another attempt involved the use of the minimed mobile app (software version 2.8.0) installed on a google pixel 7 (android 14) with the same 780g mmt-1885 pump (software ver. 6.7v.3). This attempt was successful in reproducing the event with a 100% reproducibility rate. This issue is confirmed app performed as expected per specification (ble connect mobile application and pump spid, (B)(4)). App behaves as expected: supervisor timeout cases were considered as connections to be lost after disconnection app performed auto reconnect attempts all lost bonding cases were considered as loss of association with the pump (so that no further reconnect attempts occur). The esf number that corresponds to the reported issue is (B)(4). The root cause of the issue is related to pump behavior which is recorded under this esf. To assist with the resolution of the issue, we provided the helpline team with the following recommendation to ensure that it is addressed effectively: disable cross-device service in the phone. 1. On your android device, open settings. 2. Google, devices & sharing, cross-device services. 2.1. Or search â¿cross-deviceâ¿ from settings. 3. Make sure use cross-device services is off or disabled. 4. Follow the instructions in minimed mobile app to establish pairing between pump and phone. Note: once pairing is completed, ensure cross-device services are disabled. Please make sure to try the above steps first and only if those do not resolve the issue, have the patient perform the below: 1. Remove the mobile device from the pump. 2. Check the phone's bluetooth settings and ensure there are no previously paired pump devices. If any are listed, select ""forget"" to remove them. 3. Uninstall/remove the mmm app from the mobile device. 4. Restart the mobile phone. 5. Reinstall the mmm app & then make sure bluetooth is on. 6. Launch the app and begin the pairing process. (Make sure the application remains in the foreground while pairing). Important: since step 4 (restarting the phone) is critical, please make sure to contact the customer using an alternate phone number (not the affected device) or another contact method i.e. Email address. This will allow them to complete the steps without interruption during the call or missing any steps. The helpline has not confirmed whether the recommended steps provided has resolved the issue, however the logs show successful pairing and carelink shows successful daily uploads. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.